Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. Primary results revealed there were no anomalies found. Blood/body fluid was present on the distal conductor (not obstructed). The outer insulation was melted, had cosmetic environmental stress crack (esc) and cosmetic depression. There was also apparent explant damage.

Event description:
It was reported that the left ventricular lead dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.